Event description:
It was reported there was lead noise seen on periodic iegm via home monitoring. Lead remains implanted and will be monitored.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.